Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 6.6 cm. Final analysis found full breached outer insulation degradation at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.